Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to leakage occurred from biopsy channel while the user was handling the device, which led to water invasion of scope connector. Subsequently, the image sensor unit damaged and image disappeared. The event can be detected by following the instructions for use (IFU) section: -inspection of the endoscopic image. The event can be prevented by following the instructions for use (IFU) which state: -perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. -when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. -if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the image was not stable and when plugged in with the evis exera iii bronchovideoscope the screen was blank when connected to the imaging software; otherwise, the screen was blue. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of blank display was confirmed, however, after aeration, it was ok. In addition the device evaluation found leak from the small instrument channel. Dents were found at the insertion tube and the scope connector boot. Opening the body control unit and the scope connector, advanced diagnostics found fluid invasion. Electrical continuity test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.